Event description:
Customer stated, "pad gets very hot. Too hot and have to shut off, in use I maybe sit on the pad when used on back" customer did not claim injury. Product was returned. The investigator conducted testing for maximum temperatures, possibilities of hot spots, and wattage draw of the device. The investigation supported that the unit was within specification and no defects were observed. Customer admitted to sitting on the product during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". No defects observed.